Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the scope was foggy. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.